Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported that the implantable neurostimulator (ins) was not functioning, there was stimulation in the wrong location, and stimulation was not getting down to the patient's feet in the summer of 2015; the patient noted having pain/issues due to this. Stimulation was only felt in the correct area when the patient arched her back. Reprogramming was attempted unsuccessfully, so the patient eventually turned off the ins in (B)(6) 2015. Further reprogramming was attempted with a manufacturer representative in (B)(6) 2016. During that time, the healthcare professional determined the leads were no longer where they needed to be/were in the "too fatty part of the spine," thus were no longer targeting the correct area. There were no reported falls or trauma related to the reported issues. On (B)(6) 2016, the healthcare professional eventually moved the leads down and unplugged/reconnected the ins. The patient stated the revision was successful, and stimulation seemed to be working better. It was noted that the patient had an appointment for reprogramming on (B)(6) 2016. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient's ins had been functioning fine and the patient's lead had not migrated; there were no issues with the device or lead. The patient's indications for use included radicular pain syndrome (radiculopathies) and spinal pain.

Event description:
Follow up information received from the patient reported that their ins was not helping to block their severe right foot pain for ¿months¿. The patient confirmed they had a lead revision but still had issues and frequent reprogramming of the device but was ¿futile¿. The ins was just not helping control their pain and the pain issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.